Manufacturer narrative:
The recipient is reportedly still healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma. The recipient underwent an x-ray and MRI. It is believed that the bandaging protocol was not followed. The recipient presented with a visible wound at the implant site, infection and pain. The recipient was treated with wound debridement and medication (type unknown). The recipient was advised to discontinue device use. Revision surgery is scheduled.

Manufacturer narrative:
Correction information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma. The recipient underwent an x-ray and MRI. It is believe the bandaging protocol was not followed. The recipient is presenting with visible wound at the implant site, infection and pain. The recipient is being treated with wound debridement and medication (type unknown). The recipient was advised to discontinue device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections b.1, b.2, h.1, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2025 the recipient's magnet was replaced. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.